Manufacturer narrative:
Device unique identifier (UDI) #: (B)(4). Approximate age of device: 1 year and 5 months. The pump remains in use supporting the patient; however, the external portion/distal end of the driveline that was replaced was received for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient was experiencing driveline fault alarms and unspecified abnormal pump operation. The patient's driveline was reportedly chewed on by a dog. Per the doctor, the pump was not operating normally when connected to the power module. The patient remained asymptomatic. The system controller log file was submitted to the manufacturer's technical services for analysis and an urgent onsite evaluation of the patient's&#62688;driveline was scheduled for (B)(6) 2016. The submitted log file analyzed by the manufacturer's technical services for analysis confirmed the reported driveline fault alarms. No low speed or pump stops events were noted. Based on the data recorded in the log file, there was a possibility of a broken wire within the driveline. Review of submitted x-rays did not show any conclusive damage on the internal portion of the driveline. Images of the external portion of the driveline were not provided. On 08/01/2016, the manufacturer's technical services representative presented onsite for driveline evaluation. Electrical continuity test did not show any broken wires. Based on customer's request, the majority of the external portion of the driveline was replaced. After the repair, there were no immediate driveline fault alarms observed and the patient was placed back on a grounded patient cable with no issues observed. No further information was provided.

Manufacturer narrative:
A distal end driveline replacement was performed and approximately 17 inches of the external portion/distal end was returned for evaluation. An electrical continuity test of the returned portion of the driveline revealed that all wires were electrically intact. The exterior of the driveline showed evidence of trauma; multiple tears were observed in the outer silicone sleeve approximately between 6.5 to 13.5 inches from the metal connector. Despite the observed tears in the sleeve, the clear bionate layer showed no areas of damage. Multiple areas of breakdown of the metal braided shield were observed along the length of the driveline, which appeared most severe between approximately 10 to 11 inches from the metal connector where the wires could be visualized through the clear bionate layer. Visual examination of the underlying wires revealed that the black and green wires were damaged near the proximal end of the driveline segment at approximately 15.5 inches from the metal connector, exposing the inner metal conductors. Microscopic inspection showed that while some of the inner conductors were damaged, the majority of the conductors of both wires appeared to be intact. The observed damage to the black and green wire insulation in this location appeared to be consistent with mechanical trauma and could have possibly been the result of a dog chewing on the patient's driveline as reported. Additionally, microscopic inspection of the driveline in the area of severe shield breakdown between 10 to 11 inches from the metal connector found some areas on the wires where the inner conductors appeared to be disrupted inside the intact insulation. Manipulation of the wires in the location of the shield breakdown caused the yellow wire insulation to elongate and partially fracture at approximately 10.5 inches from the metal connector, revealing that the majority of inner conductors had been fractured inside the intact insulation. The surrounding wires did not show significant insulation abrasion but showed evidence of slight pinching. Moreover, the wires in this area were in the location of the observed tears in the outer silicone sleeve, providing further evidence that the wire damage in this location was also likely the result of mechanical trauma potentially caused by the dog. The fractured conductors of the yellow wire would have caused the reported driveline fault alarms captured in the submitted log file. While no interruptions in pump function were captured in the submitted log file, the customer had reported abnormal pump operation while the patient was connected to the power module. If the exposed conductors of either the black or green wire contacted the braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused an interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of both the black and green wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.